Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs) (B)(4) alleging that the lancet holder was broken on their onetouch mini lancing device. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient alleged that the product issue began in (B)(6) 2014. The patient manages their diabetes with self-adjusted insulin, specifically 35 units of novorapid three times a day and 100 units of levemir once at night. The patient reported that since their lancing device was broken their partner had been guessing their insulin dosage. The patient reported that on december 27, 2014 they developed symptoms of ¿headache, fever and sweating¿. The patient stated that they were ill with the flu at this time. The patient stated that their partner had given them 35units of novorapid approximately two and a half hours earlier. The patient reported that their parents called an ambulance which arrived at around 11:50am. The patient reported obtaining a blood glucose reading of ¿16.0mmol/l¿ on the ambulance meter. The patient stated that the paramedics did not administer any medication to the patient. The patient¿s partner administered another 35 units of novorapid at around midday. The patient stated that they were not taken to hospital. At the time of troubleshooting the csr verified that there was no misuse of the product. A replacement lancing device was sent to the patient. This complaint is being reported because, although the patient was ill with the flu, the patient may have also experienced hyperglycemia caused by guessing their insulin dose after the product issue began.